Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, organ perforation, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and other. It was reported that patient underwent mesh revision on (B)(6) 2005 by dr. (B)(6). It was reported that the patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6) due to exposure and mixed incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.